Event description:
The pt reported that the infusion tubing separated from the infusion set resulting in elevated blood glucose of up to 480 mg/dl. The pt changed the infusion set and injected insulin via pen to lower blood glucose levels. The pt's normal blood glucose level is 100 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.